Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. There was no evidence to review in the device's event history log. An accuracy test was performed and the reported issue was duplicated. The pump's average delivery error margin was over the limits. The cause of the reported issue was due to the expulsor and valves. As a result, the expulsor and valves were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 and g4: 510 are unknown.

Event description:
It was reported that the pump exhibited a bad flow for the second time. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B5: it was further reported that there was patient involvement. One device was returned for analysis. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the expulsor and valves. As a result, the expulsor and valves were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.